Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an early sensor failure sensor was found broken. This is the second early sensor failure in one day that the patient has reported. Sensors are failing with patient before getting inserted inside her skin. At the time of her call to dexcom technical support, patient reports feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.